Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a pulmonary resection procedure, the device worked intermittently with multiple reloads. Could load the reload onto the handle and adapter, cycle the reload properly and get the green steady light that it was ready to fire. Then, as the instrument was being applied to the patient to close the jaws, the blue light would come on and could not fire the reload. Changed to a new handle and worked fine. There were no adverse events reported. There was no tissue loss or patient injury. The device was sterilized and cleaned manually by steam sterilization autoclave. The last known patient status is fine.